Event description:
The physician reports having difficulty loading the crystalens using the crystalsert lens injector system and the lens became stuck in the injector. Intervention was performed in order to enlarge the incision, remove and replace the lens, and suture the incision. A second crystalens was implanted successfully and the patient's prognosis is good. Reference MDR #2031924-2010-00060.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the physician, the root cause of the reported issue of lens stuck in injector is related to a loading error. The device was returned to b+l for evaluation and subjected to visual examination, which revealed the lens was stuck in the lens injector. (B) (4): sutures.